Event description:
It was reported that the patient presented far-field r wave and noise oversensing on the right atrial lead. The ra lead sensitivity was adjusted to resolve the anomaly. There was no adverse consequence to the patient.